Event description:
I got a zio patch for two days as a part of my workup for pots(postural orthostatic tachycardia syndrome). Very shortly after getting it on, I started to get very itchy. Hours later, my throat felt tight. The back of my throat was all wrinkly and my uvula was large and swollen as well. I took hydroxyzine which got the reaction to calm down for the night and I was able to finish the rest of the patch wearing period fine, but with a lot of itching.